Manufacturer narrative:
(B)(4). Follow up with the bmet revealed that at the top of the perfusion screen on the central control monitor (ccm), there was "low air flow alarm" and fraction of inspired oxygen (fio2) was flashing red. The digital flow slider showed 0 flow even though there was flow. However the digital flow meter and analog flow meter corresponded with each other¿s flow value. When gas flow was 2.5 liters/min (lpm) or below things were okay but above 2.5 lpm would get the error message and other problems. Per the user facility bmet, this system 1 has been pulled from service. The bmet reached out to the manufacturer's technical support for assistance with the issue for assistance in troubleshooting, but the bmet's testing could not duplicate the problem. Data logs were received by the manufacturer on november 16, 2016. They were analyzed and showed that while in a perfusion screen the gas system reported "blending gas low pressure" five times. This will cause a ¿low air supply pressure¿ alarm and cause the right gas system icon to flash red fio2. There is no way to tell from the log if the issue was external or internal to the gas system.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) showed a "low air flow" alarm. The user checked the gas connections and the system was rebooted, which seemed to resolve the issue. After the procedure, the device was removed from service. There was a reported delay in the surgical case as a result of the reported issue. The surgical procedure was completed successfully. There were no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: clinical services (cs) spoke with the user facility biomedical engineering technician (bmet) and with the perfusionist (ccp) who provided information by email. During set-up, a low air pressure alarm occurred indicating a pressure issue with the air line supply pressure into the electronic patient gas system (epgs). A pressure alarm will occur if the air pressure is less than 30 psi or is more than 18 psi lower than the inlet oxygen pressure. When the alarm occurred, the perfusion team inspected all gas connections to the epgs and they also re-booted the system-1. On re-boot, there were no low air pressure alarms observed. During cardiopulmonary bypass (cpb), low air pressure alarms again occurred. Again connections were checked, but the alarm continued. The perfusion team moved the gas flow slider on the screen to zero to silence the alarm and they used the up / down arrows on central control monitor (ccm) slider control to set and manage the gas flow and fraction of inspired oxygen (fio2). The gas flow was posted on the ccm at 2.44 l / min and the mechanical gas flowmeter confirmed this gas flow rate. The fio2 was also posted on the ccm. The highest gas flow able to be achieved, was about 2.6 l/min. The partial pressure of carbon dioxide in the arterial blood (paco2) did not rise above 45 mmhg and there were no issues in setting the desired fio2 and no resultant issues with oxygenation (partial pressure of oxygen in arterial blood and arterial oxygen saturation percentage). The case was completed successfully without associated blood loss. There was a delay of about five minutes in starting cpb, due to the low air pressure issues. The patient remained stable during the delay. There was no harm observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to calibrate properly with normal operation. To address the reported symptoms of ¿low air flow alarm¿, ¿fio2 was flashing red¿ and ¿the digital flow slider showed 0 flow even though there was flow¿, it was demonstrated that those behaviors are normal. When one or both the input supply pressures are below approximately 30 psi with flow demand, the red flashing alarm condition will appear in the status bar at the top of the display and the fraction of inspired oxygen (fio2) icon of the perfusion screen (both flash red). During this condition the flow slider control within the perfusion screen becomes inoperable by design. This means that the slider may be returned to zero after setting flow using the manual control (front panel knob). Actual flow rate is then only displayed within the epgs module icon in the perfusion screen. Returning the flow slider to zero (no demand) also turns off any low pressure (flashing red) alarms. To address the reported symptom ¿when gas flow was 2.5 lpm or below things were okay but above 2.5 lpm would get the error message and other problems.¿ it was demonstrated that with borderlinelow input pressure(s) between approximately 30 and 35 psi, it is possible to obtain proper epgs function (flow and fio2 control) at lower flow rates, but to trigger the low-pressure alarm(s) as flow rate was increased (having the effect of further reducing input pressure to the alarm limit). The (flow rate) point of triggering this alarm is dependent upon the starting input pressure. Low pressure alarm was triggered at approximately 5.79 l/min, with input air pressure of approximately 32 psi. The service repair technician (srt) could not duplicate the reported complaint condition. The srt replaced the oxygen (o2) sensor and performed verification/release testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.